Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted that the tubing was bent. The tubing was rerouted. No report of patient involvement. (B)(4).

Event description:
The hospital reported suction was not operating as expected. There was no report of patient involvement.